Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for a 6 week post implant check. The clinician stated that there was intermittent r wave undersensing. The polarity was also switched to unipolar and r waves measured 8mv in unipolar. The clinician will discuss this with the physician, but for now the patient will continue to be monitored.